Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump passed the unexpected restart and self tests. Software error, unexpected restart or low battery alarms during testing were noted. No unexpected pump restarts or reset time/date anomalies were noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a software error alarm after changing battery. It was reported that the time was lost and insulin pump was rewound. Customer's blood glucose was unknown. Insulin pump would need to be replaced.